Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: the battery compartment was cracked from the top above the grip pad to the cover part. There was a battery compartment leak with evidence of moisture corrosion in the battery compartment, near the motor flex connector, and on the ir board. A call service alarm 078-0008 alarm was observed in the black box and alarm history; the call service alarm 078 was duplicated. Due to internal moisture damage near the motor flex connector, the motor was not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.